Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided: initial reporter. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." Number 10 states, "fretting and crevice corrosion may occur at interfaces between components." This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. This report is number 3 of 3 MDR's filed for the same event (reference 1825034-2015-05181 / 05182 / 05183).

Event description:
It was reported by the patient's legal counsel that patient underwent an initial left hip arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2014 due to alleged metal-on-metal complications. During the procedure, cloudy fluid, a moderate amount of taper corrosion and anteversion of the acetabular component were noted. The acetabular cup and femoral head were removed and replace with a competitor cup, liner and biomet head. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.